Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil perforated to uterus and broke off and embedded itself deep in my abdominal cavity'), uterine perforation ('perforation/ my coil got into my body cavity/ one coil perforated to uterus') and device breakage ('one coil perforated to uterus and broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the embedded device, uterine perforation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, embedded device, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, uterine perforation, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event one coil perforated to uterus and broke off , embedded itself deep in my abdominal cavity were added. Event perforation updated to uterine perforation. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil perforated to uterus and broke off and embedded itself deep in my abdominal cavity'), uterine perforation ('perforation/ my coil got into my body cavity/ one coil perforated to uterus') and device breakage ('one coil perforated to uterus and broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, uterine perforation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, uterine perforation, device breakage, embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ my coil got into my body cavity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.